Manufacturer narrative:
Pump was received with lost sensor alarm and a64 error alarm during testing due to faulty y1 on rf board. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the sensor was not communicating properly with the transmitter. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer reported that five error alarms were listed in the device's history. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.